Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a sensor glucose of 319 mg/dl and a confirmatory fingerstick of 407 mg/dl after a properly announced meal and receipt of correction doses; the user denied symptoms and reported no leaks, kinks, or site issues, and a site change with a new 6 mm cannula was performed with insulin delivery confirmed. Symptoms included elevated blood glucose without reported illness or other adverse effects. Outcomes included ongoing use of the device with agent follow-up attempted. Investigation included remote review of dosing reports and guided troubleshooting, including inspection of the infusion site and cannula and replacement of the infusion set. Investigation of this case revealed no alarms, no visible cannula damage post-removal, and successful resumption of insulin delivery after the site change, consistent with transient infusion site or set-related delivery inefficiency without definitive root cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.